Manufacturer narrative:
The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acsc pca/port clutch button and cannula ffc were inspected, but no faults could be identified. Upon visual inspection, no issue was found that would be related to the reported event. Error 1162 and 235745 were confirmed but not replicated. Root cause is attributed to acsc pca and cannula ffc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the port clutch on the universal surgical manipulator (usm) arm 4 was not working. The issue was reported to dvstat by a clinical sales representative (csr) after completing the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified single 25745 error on the usm 4. The customer already completed the procedure with three arms; therefore, the tse was not able to troubleshoot the reported issue since the customer was no longer in procedure. There was no report of patient injury.